Event description:
It was reported by the patient that their omnipod personal diabetes manager (pdm) will not hold a charge for longer than 5-6 hours. The patient confirmed using the charging cable provided with the device. Additionally, the pdm battery was reported to be swollen. The patient advised he works outside, and it is usually warm, but he tries to keep the device inside and not exposed to these temperatures. No impacts to the patient's blood glucose levels were reported in association with the battery event. No medical attention was required. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The reported battery device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event.